Event description:
It was reported that patient had experienced increased pain with tenderness and edema at lumbar incision site. A catheter access port (cap) contrast study was done on (B)(6) 2012 that showed a displaced intrathecal catheter. A surgical revision occurred on (B)(6) 2012 wherein the catheter was spliced. Patient outcome was noted as resolved without sequelae. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8598a, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4)